Manufacturer narrative:
Date rec'd by MFR: 09aug2019. The returned gds (gas delivery system) system was tested with no errors were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2019; b4: 08oct2019. The returned graphic user interface was returned for failure investigation. No errors were identified during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. The manufacturer¿s field service engineer (fse) confirmed the reported green lamp had illumination failure, and confirmed the panel button did not respond well. The manufacturer¿s fse replaced the user interface assembly, and the unit was checked overall and no abnormality was found.

Event description:
The customer reported the green lamp had illumination failure, and confirmed the panel button did not respond well. There was no patient involvement.